Event description:
It was reported that the zimmer ats 3000 would not hold pressure and gave a "cal 2 fail" alarm. No add'l clinical info was received prior to this report. A f/u medwatch will be submitted if add'l clinical info is received.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The device record indicates that the device was manufactured in november 2008 and has no repair history at zimmer surgical. Eval of the device determined that it functioned properly on ac and dc power. It was also determined that the device had no issues holding pressure. Prior to repair, the device met all calibration and functional specs. The battery was replaced due to it being over a year old. The cause of the reported complaint could not be determined. However, lack of preventive maintenance by the user likely was the cause for the battery being greater than one year old. The device was serviced and returned to the customer.